Manufacturer narrative:
The light head is secured by a retaining segment at the spring arm. To prevent the retaining segment from dislodging, a sleeve covers the retaining segment. When our local partner evaluated the light in order to investigate the incident, it was found that the sleeve is staying in the raised position, instead of covering the retaining segment. Thus, the locking /retaining segment, not covered by the sleeve, as a result dislodged from its normal position resulting the cardanic arm and the spring arm disconnection. Root cause for this incident is determined to be a screw that was not completely seated after a servicing event, which prevented the protective sleeve from lowering therefore allowing the retaining segment to dislodge. All of the facility's or's and the lightheads were evaluated per our maintenance check list in the presence of the hospital biomedical group. The lighthead will be replaced due to damage incurred in the fall.

Event description:
A trumpf medical ceiling mounted surgical light separated at the cardanic - spring arm joint and fell to the floor during an operation. A trumpf medical service technician found that the retaining sleeve on the spring arm was in the uppermost position, allowing the retaining segment to back out. No injuries were reported.